Event description:
It was reported that during ventilator maintenance, the technical services personnel detected a burning smell coming from inside the battery. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).